Event description:
It was reported that this right ventricular (rv) lead exhibited out of range shock impedance. Technical services (ts) was consulted, and recommendations were discussed, including a shock synchrony test during an upcoming box change. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.